Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, device was also received with a blank display, problem isolated to the electronic assembly. Unable to verify failed battery test or battery failed alert, rewind anomaly, keypad anomaly, insulin flow blocked alarm, auto mode anomaly, unexpected reset and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that ok button need to press twice to function. Insulin pump received unexplained no delivery alarms. Rejected new batteries. Insulin pump made more noise during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.